Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a moderately tortuous and calcified lesion exhibiting 90% stenosis located in the mid rca. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent was unable to cross a previously deployed stent. The stent and 6 french guide liner were then removed from the patient as it was observed that struts of the stent were lifted. It was reported that when the stent was removed from the guide liner outside of the patient that the stent dislodged off the balloon. The procedure was completed using a non-medtronic device. The patient is reported to be alive with no injury.

Manufacturer narrative:
The previously deployed stent was implanted 4 years earlier. There was no damage to the previously deployed stent. The resolute onyx stent and 6 french guide liner were removed together. The stent dislodged off the balloon in-vitro. Evaluation summary : delivery system and dislodged stent were returned for evaluation. The balloon folds remained intact. Blood was visible inside the balloon. Crimp impressions were visible on the exposed balloon surface. The inner lumen could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. Deformation was evident to the dislodged stent with the struts appearing stretched and raised. If information is provided in the future, a supplemental report will be issued.